Event description:
Pt originally reported corneal abrasions and keratoconus ou on (B)(6) 2011, which are not considered to be serious adverse events; however on (B)(6) 2011 follow up with the pt's ecp medical records received, the pt had a corneal ulcer that was treated with antibiotics and pain medicines. This is being reported as a corneal ulcer.

Manufacturer narrative:
Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusion: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.